Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the left side, suffered spontaneous left breast implant deflation, post-operatively. The deflation was confirmed via physical examination with their doctor. As a result, the patient underwent implant explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient's implant explantation surgery scheduled for (B)(6) 2020 has been updated for (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the suspect medical device was a 300cc mentor smooth round moderate profile saline (catalog: 3501645 lot: 5548480). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, mentor received additional information indicating the patient had undergone replacement with the following devices: (left) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 9550164 sn: (B)(6) and (right) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 9530917 sn: (B)(6). On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 1.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot-5548480). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).